Event description:
During a laparoscopic gynecological procedure, trigger mechanism reported to malfunction. No opening and closing properly. Case completed with another instrument of same code. No pt consequence.